Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Per communication with jll (distributor) all information for the evaluation of this event that is available has been provided. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the implant separation and additional endovascular procedure are unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The clinical evaluation also shows reasonable evidence to suggest there is 15 mm of overlap between the afx2 bifurcated stent graft and afx vela cuff, below the 30 mm IFU minimum. The overlap at the index procedure is unknown and therefore implant separation cannot be conclusively determined. There was concomitant product use of a non endologix stent in the left common iliac artery at index. It is unlikely this off-label use contributed to the reported event. The final status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was treated with an afx2 bifurcated stent graft (bsg), an afx vela suprarenal aortic extension and a cordis smart stent (non-endologix) for the treatment of an abdominal aortic aneurysm (aaa) on (B)(6) 2020. This initial procedure is outside the indications of use (off-label) the afx2 system was evaluated using endologix components. The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established. During the index procedure the inferior mesenteric artery (ima) and the third lumbar artery (below l3) were embolized. The common iliac artery (cia) dissection site was dilated using a 10-40mm pta balloon. The afx2 bsg and afx vela suprarenal aortic extension were deployed according to the instructions. After a 10-40mm smart stent (non-endologix) was deployed in the left cia, it was dilated using a 12-40mm pta balloon. Final angiography confirmed no endoleaks, and the procedure was completed. It was reported that on (B)(6) 2025, during a routine follow-up, a computed tomography (CT) scan revealed a tendency for the junction between the afx2 bsg and afx vela suprarenal aortic extension to separate. Although no endoleak was present, the risk of its occurrence was high, and intervention was determined to be necessary. On (B)(6) 2025, additional treatment was performed to reinforce the junction between the afx2 bsg and afx vela suprarenal aortic extension. An afx vela suprarenal aortic extension was deployed to center the overlap with the afx2 bsg and afx vela suprarenal aortic extension. To prevent bird beaking and to secure the newly added afx vela suprarenal aortic extension, a gore cuff (28.5mm - 3.3cm) (non-endologix) was deployed near the proximal side of afx vela suprarenal aortic extension. After angiography it was confirmed that the junction with gore cuff was short, another gore cuff (28.5mm - 3.3cm) (non-endologix) was deployed slightly distal side of first implanted gore cuff. The final angiography confirmed that sufficient flow was secured and that the junction's overlap was adequate, and the procedure was completed. This secondary procedure is outside the indications of use (off-label), the afx2 system was evaluated using endologix components. The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established.